Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided. Elevated bgs were addressed by a correction bolus via pump and a manual insulin injection. The customer dismissed the alarm, resumed insulin or ultimately changed the infusion set and cartridge to address the issue. A system check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue.